Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unspecified procedure, this cardiac resynchronization therapy defibrillator (crt-d) was programmed to vvi. When attempting to program the device back to ddd, the boston scientific field representative was unable to do so. Boston scientific technical services (ts) was contacted. While on the phone with ts, the field representative was able to successfully interrogate and program the device as desired. No adverse patient effects were reported. The device remains in service.